Manufacturer narrative:
The impella device was returned and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed.

Event description:
The user facility reported that during a case preparation, the automated impella controller (aic) had a system self-check failure. A replacement loaner was sent to the facility. No patient was involved.

Manufacturer narrative:
The investigation into the aic - system self-check error issue has been completed since the original report was filed. The console was tested and physically inspected after being returned to field service. The root cause of the aic issue was contamination.